Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed a hardware error on (B)(6) 2014. Patient's father reported that he "washed the receiver." At the time of contact patient's father did not report any injury or medical intervention.